Event description:
Reported by dr as: "cracked and kinked port tubing located at the septum. The port was removed and replaced".

Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis of the device noted an opening on the port tubing located in between the port/injection site and the stainless steel connector. The opening on the port tubing may be wear related as there's no clear evidence of surgical damage. This opening may have been the cause of the leakage. Analysis of the device noted damage from a sharp instrument to the band tubing (this is the portion of tubing located between the stainless steel connector and the band, not the stainless steel connector and the port). This damage is thought to be caused by surgery to remove the device. Device labeling addresses the possible outcome of leakage as follows: 'deflation of the band may occur due to leakage from the band, the port or the connector tubing."